Manufacturer narrative:
Information not provided. Date of event was not provided. 3m colleagues in (B)(4) reported they met with the nurses and discovered some product application issues. Education related to product selection and product application was provided by 3m (B)(4).

Event description:
A nurse in (B)(6) reported a pediatric patient experienced a skin injury with use of 1538-1 durapore¿ surgical tape. The patient experienced white skin (maceration) with edema on the back of their right hand. Medical treatment was not specified. No additional information was provided.